Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. However, routine trending for radiesse did not identify any trends related to the reported issues (q4-2025 radiesse product family trending report, rec-(B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent permanent damage. Corrective treatment was not provided and outcome was considered as unknown. No precise information was provided on the injection date, event onset date, or localization of the event vascular occlusion so that a local and temporal relationship can only be assumed. Whereas the event nodules occurred in a compatible local relationship and assumed temporal relationship, due to imprecise injection and event onset date provided. The events vascular occlusion (serious) and injection site nodule (non-serious) are expected based on the currently valid us instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the events. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient, it was ambiguously reported that the patient was older. The patient was injected with radiesse into the back of the hands, in (B)(6) 2025. The patient was previously injected with radiesse into the back of the hands. The lot number for radiesse was not reported. In 2025, after the radiesse injection, the patient experienced a vascular occlusion and a lot of nodules in the back of her hands. In n2025, the patient notified the physician that she formed a lot of nodules in the back of her hands. The outcome of the events was considered unknown.